Event description:
The home patient (hp) contacted baxter's technical service center regarding air in the patient line which occurred on the homechoice during use during initial drain. The hp would start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies. Since then, therapy has been going well and there were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.